Event description:
Seat portion of the table fell onto the hand of a member of the nursing staff who was cleaning the table causing injury. The injury was described as severe and permanent and ultimately resulted in amputation of a digit.

Manufacturer narrative:
Table was not returned at this time. Follow-up report will occur when evaluation of the table is complete. Based on the events described, preliminary investigation would indicate user error since this is a manual exam table with no automated parts. The report did not indicate a load or other person present during the incident.